Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced stimulation/pulsating sensation when left ventricle (lv) pacing in certain postures. Additionally, patient had stroke and it seemed to get worse. Boston scientific technical services (ts) discussed that it sounds like stroke has influenced in current situation and suggested to program lv sub threshold and program chamber to right ventricle only. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced stimulation/pulsating sensation when left ventricle (lv) pacing in certain postures. Additionally, patient had stroke and it seemed to get worse. Boston scientific technical services (ts) discussed that it sounds like stroke has influenced in current situation and suggested to program lv sub threshold and program chamber to right ventricle only. This device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted. No additional adverse patient effects were reported.